Event description:
It was reported that the patient experienced pain and discomfort at the anchor site due to weight loss, which resulted in the clik x anchor becoming more superficial. The patient subsequently underwent a clik x anchor replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.